Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
Customer's son/caregiver reported the customer was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Caregiver further reported the customer had contact with a healthcare professional and was diagnosed with hypoglycemia and injected with glucagon. No further information was provided as caregiver did not have time to complete troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son/caregiver reported the customer was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Caregiver further reported the customer had contact with a healthcare professional and was diagnosed with hypoglycemia and injected with glucagon. No further information was provided as caregiver did not have time to complete troubleshooting. There was no report of death or permanent impairment associated with this event.